Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was dislodged in the patient when someone pulled it. It was reported that recannulation was required.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation. No reported event was confirmed. A visual inspection was performed, and it was observed all the components are assembled properly at the tube according to drawing. No damage was observed in the flange neither on the proximal end of the tube, the flange is attached to the tube and no dislodging was observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.